Event description:
The patient reported receiving a shock unexpectedly. The patient stated it was "different" from other shocks received in the past. The patient also reported dizziness. It is not known whether the shock was appropriately delivered. The device was explanted and replace approximately one month later. A right ventricular (rv) pacing lead was added to the system. The rv defibrillation lead remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.